Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the eyelet of the device broke off. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update 08-mar-2022: it was confirmed that the device broke inside the patient during a rotator cuff repair surgery. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 09-mar-2022: it was confirmed that all broken parts were retrieved from the patient.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324pslc-1 swivelock assembly was received for investigation. Visual inspection identified that the peek eyelet had broken off of the distal end of the swivelock assembly, with damage noted to the proximal end of the eyelet. Fraying was observed across the suture that emerged at the distal end of the swivelock inserter. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not provided. The cause remains undetermined, although a probable cause is attributed to prying/leveraging the distal tip during insertion.